Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. It was determined that the device functioned properly and all tests passed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that an unknown liquid substance was found on the internal components (non-failure) and the set screw, bearings and seals were worn (non-failure). It was further determined that the issues were consistent with improper cleaning/care and component wear. The assignable root cause was determined to be due to improper cleaning methods and wear from normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sagittal saw device worked intermittently and the trigger was sticking. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.